Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have fluid ingression at the lock latch and a missing tamper seal. It was also noted to have damaged lens, contaminated dso sensor, loose ail sensor, depressed uso sensor and the cover for the latch screw was noted to be contaminated. Evidence of the reported alarm was noted multiple times on (B)(6) 2020 in the pump's event history log. Device underwent functional sensor testing, and device was noted to be functioning as intended. Fluid ingression was confirmed, but was not found to affect the function of the device. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has fluid ingression at the lock latch which caused the "cassette not attached properly" alarm. No adverse effects were reported.

Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received that incident had no patient involvement.